Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-70 (B)(4) description: artisan 2x8 lim, 70cm.

Event description:
A report was received that recently implanted patient was admitted to the hospital following the implant procedure to due non device related abdominal pain. The patient was given oral steroids and oral and IV antibiotics. The patient has a nickle allergy that the physician wasn't aware. The physician believes that the patient is having reaction to the implant surgery and no further course of action will be taken.